Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device failed to display a 12 lead ECG. There was no patient harm.

Manufacturer narrative:
UDI #: (B)(4).